Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the distal end and instrument, biopsy, and suction channels were sampled on july 25, 2023. The distal end tested negative for microbial growth. The instrument, biopsy, and suction channels tested positive for sphingomonas paucimobilis and staphylococcus epidermidis with more than 20 colony forming units (cfu). The scope was reprocessed and the distal end and instrument, biopsy, and suction channels were sampled on august 2, 2023. The distal end tested negative for microbial growth. The instrument, biopsy, and suction channels tested positive for sphingomonas species with more than 20 cfus. During device evaluation at olympus, it was found the bending section cover adhesive was separated, the charged coupled device (ccd) lens was scratched, the scope cover was burned, the bending tube was deformed, the grip unit was scratched, the scope body was scratched, the suction cylinder was defective, the universal cord was scratched, the cable tube unit was scratched, angulation was reduced, the ccd lens adhesive was chipped, and the image was tilted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. It is believed that the reprocessing was inadequate as a result of physical damage to the device due to user handling/mishandling. After repair of the device, olympus again culture tested the device after reprocessing in accordance with the instructions for use (IFU) and the results conformed to the regulation's recommendation/no bacteria were detected. The event can be detected/prevented by following the instructions for use sections below: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cysto-nephro videoscope tested positive for an unexpected contamination (staphylococcus), and the scoop was damaged at the distal end, and has become a hole. The issues were found during a routine culture of the scope during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has not been returned to olympus for evaluation or testing. The device already failed twice the hmi inspection. Solution is to replace the possible contaminated parts (hoses, cylinder unit) and perform a third hmi inspection, if/when the device is returned to olympus. A supplemental report will be submitted if any additional information is provided by the user facility.